Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The jaws would not open during use. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact.(B)(6).